Event description:
There was in-stent restenosis 9 months after the procedure.

Manufacturer narrative:
As reported by a study, this patient presented for elective treatment of a 73% de novo lesion in the proximal through the distal left anterior descending artery (lad) of 38.29mm in length in a 1.58mm vessel diameter. The (type c) eccentric lesion was also diffused and moderately calcified. The femoral approach was chosen for the procedure. Pre-dilation was conducted with a 2.0x20mm balloon at 12atm before deploying a 2.5x18mm cypher at 16atm. Then a 2.5x23mm cypher was implanted at 16atm, at the proximal end of the initially implanted cypher. Finally, a 2.5x18mm cypher was implanted at 16atm at the proximal end of the 2nd cypher. All 3 stents were overlapping. Post-dilation was conducted with a 2.5x15mm balloon at 16atm. Timi iii flows were recorded pre and post-procedure. The residual diameter stenosis measured 15%. Ivus was conducted. Approximately 3 1/2 months later, the patient complained of chest pain. It was not reported that treatment was provided. At the 8-month follow-up, coronary angiography was conducted and restenosis was observed inside the distal end of the 2nd implanted cypher. There was 90% restenosis. At the same time, there was 90% restenosis inside a competitor's bms (implant date and product unknown) in the proximal right coronary artery (rca) was observed. Approximately ten days later, to treat the restenosis inside the cypher at the mid lad, poba was conducted. The residual % of the restenosis was 25%. There were two 2.5x18mm cypher stents with different lot numbers. However, it cannot be exactly determined which of these two stents might be involved in the restenosis event. Therefore, both are reported as part of the event. To treat the restenosis inside the bms in the proximal rca, a 3.5x18mm cypher was implanted inside the bms. The residual diameter stenosis measured 0 %. The patient was in stable condition following the procedure. Please note that this product, is not distributed in the united states. However, it is similar to the united states distributed product. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is also one of three products used in the same procedure that were reported under the following manufacturing numbers 9616099-2006-01024, 9616099-2006-010265 and 9616099-2006-01026.